Event description:
On 7/6/2023, it was reported by a sales representative via email that the 3.4mm solid drill bit from an ar-1788j-cp internalbrace ligament augmentation repair implant system, produced metal shavings when using it with both the dark and light blue soft tissue protectors. This was discovered during a brostrom internal brace procedure on (B)(6) 2023. Additional information received on 7/7/2023: the drill bit and protectors caused debris during drilling and had to be washed out of the patient. The case proceeded with the same kit safely and was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the images submitted from the field for evaluation, it was noted that the device had surface damage and abrasion marks along the body. Arthrex was able to conclude a most likely cause. The dfu-0131-6 rev. 0 states: "do not implant any parts that have been scratched or damaged. "The most likely cause for the reported failure can be attributed to user error of the devices due to prying/leveraging the devices during use.